Event description:
Complainant alleged that while attempting to treat a pt the device restarted/rebooted on its own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.